Event description:
It was reported that the ilet user experienced a low blood glucose after eating cake without announcing the meal and then attempted a meal announcement while low in an effort to raise glucose, which subsequently further lowered glucose levels. Symptoms included hypoglycemia with a nadir of 41 mg/dl and dizziness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect procedure with interaction through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.